Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process. The customer did not know the blood glucose reading. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to perform the occlusion and the excessive no delivery tests due to the motor error alarm. The insulin pump was also received with a minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.